Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal and bolus 30 day average were unavailable in the pump history and did not display. Additionally, the total daily dose was intermittently not displayed in the pump history. Customer's blood glucose was 111 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.